Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported that femoral and tibial cutting block didn't fit. Surgery could be finished with standard instruments, but more bone as intended was cut and the surgery time was extended more than 30 minutes.